Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer reported high blood glucose level of 883 mg/dl. Insulin pump had received compromised force sensor system alarm and was stuck in prime loop, was not able to use the insulin pump resulting in need to go to hospital to receive insulin. Customer was treated with manual injection, intravenous drip and emergency room at hospital. Trouble shooting was declined. Customer did not report symptoms of high blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.